Event description:
It was reported that this pacemaker system was explanted due to infection. Implantation of a leadless pacemaker was anticipated once the infection treatment was complete. No additional adverse patient effects were reported.